Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros intact pth (ipth) results were obtained when non-vitros thermofisher mas omni immune quality control (qc) fluid results were tested on a vitros xt 7600 integrated system. Mas lot oim24111 level 1 results of 1.67, 1.56, 1.09, 1.71, 1.55, 6.98, 1.87, 1.73, 1.79, 1.74, 1.86, 1.65, 1.72 and 1.87 pmol/l versus the expected result of 2.69 pmol/l mas lot oim27033 level 3 results of 177.38, 180.33, 170.45, 170.58, 172.18, 170.03, 195.18, 205.04, 196.29, 0.36 and 172.10 pmol/l versus the expected result of 130.28 pmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros ipth results obtained were from non-patient fluids. The customer made no indication that any patient sample results had been affected. However, ortho is not aware of any reported allegation of patient harm as a result of this event. This report is number four of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros intact pth (ipth) results were obtained from non-vitros thermofisher mas omni immune quality control fluids using vitros immunodiagnostic products ipth regent lot 1734 processed on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. A historical review of qc results since the vitros ipth lot 1734 was first put into use indicates there has been imprecision and accuracy issues. Therefore, a performance issue with vitros ipth reagent lot 1734 cannot be ruled out as a contributor to the event. However, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1734. An ortho field engineer performed a diagnostic precision test on the vitros xt 7600 integrated system, and the results were found to be within the acceptable guidelines. However, the precision test was performed in september 2023 and unacceptable qc results started in june 2023. There was no precision testing performed around the time of the events and therefore, an instrument issue cannot be ruled out as a potential contributor to the event. An issue related to mas control fluids cannot be ruled out as a contributing factor of the event as the timeframe that the control vials had been opened and stored at the time of the event is unknown. The customer indicated that the unacceptable results seemed to have been obtained when there was minimal fluid in the vials and that they suspected fluid handling and storage to be a potential issue.